Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had been lost to follow-up. Interrogation of the device revealed a charge time-out had occurred and the device reached end of life (eol). Additionally, high out of range right ventricular (rv) lead pacing impedance measurements had been detected. An invasive procedure was performed. The device was explanted and the lead was surgically abandoned. It was reported the lead had fractured. No additional adverse patient effects were reported.